Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing high and low alarms with the freestyle librelink application. Successfully scanned and received high and low glucose alarm notifications using a similar configuration and unable to reproduce the complaint. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use with a samsung galaxy a72 phone, os version 13, app version 2.8.4.9335. The caregiver indicated low/high glucose alarms did not trigger and the customer required treatment of glucagon administered by a third-party. No additional information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use with a samsung galaxy a72 phone, android os 13. The caregiver indicated low/high glucose alarms did not trigger and the customer required treatment of glucagon administered by a third-party. No additional information was provided. There was no report of death or permanent impairment associated with this event.